Event description:
Report as received from bd complaint coordinator: sales representative stated that the customer stated that the lever lock with the baxter extension set was leaking. This was the secondary medication set in baxter's packaging. Sales rep stated that this happened sometime in 2001. Received pir january 2002. One sample noted.